Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had sensor discrepancies. The customer's blood glucose level was 449 mg/dl. They declined troubleshooting for the high blood glucose. They treated the high blood glucose with the insulin pump. The caller stated they had removed the sensor. The device will not be returned for analysis.